Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly alarming for a low pressure condition and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing during evaluation and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a ventilator was alarming for a low pressure condition and the patient's blood oxygen saturation decreased. The patient was placed on another device without incident. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.